Event description:
It was reported that on (B)(6) 2008, the patient underwent a direct stenting procedure in the left main coronary artery with one 3.0 x 12 mm xience v stent. On (B)(6) 2010, the patient experienced low blood sugar and was brought into the emergency room in full cardio-pulmonary arrest. Cardio-pulmonary resuscitation was attempted, however, the patient expired from a myocardial infarction. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). There was no reported product deficiency. The reported death and myocardial infarction are listed in the xience v instructions for use (IFU) as a known adverse event associated with coronary stenting. It should be noted that the IFU states to pre-dilate the lesion with a percutaneous transluminal coronary angioplasty (ptca) catheter of appropriate length and diameter for the vessel/lesion to be treated. Limit the longitudinal length of pre-dilatation by the ptca balloon to avoid creating a region of vessel injury that is outside the boundaries of the xience v stent. It is not likely that the lack of pre-dilatation caused or contributed to the reported patient effects that occurred after the index procedure. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, could not be determined; there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.